Manufacturer narrative:
H.6. Investigation summary: this complaint is for e. Coli misidentification when using phoenix panel nmic/ID-307 (449289) batch number 3010436. The customer did not provide panel returns but did provide an isolate return, lab reports and binary files for the investigation. To investigate, retention panels from the complaint batch 3010436 were tested using qc ((B)(4)) and in house ((B)(4)) e. Coli isolates and the customer returned e. Coli isolate (#(B)(4)fl-4) and evaluated for identification results. For a total of six (6) panels tested. During investigation, all four (4) panels tested with the qc and in house e. Coli isolates identified correctly while the two (2) panels tested with the customer returned isolate identified incorrectly. Therefore, this complaint is confirmed for e. Coli mis ID. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints (from this same customer) on complaint batch 3010436, neither of which was confirmed. We recognized through complaint trending an increase of e. Coli mis ids over the past year. While those levels are still within the control limits of performance claims, CAPA #9051796 has been opened to capture the process of improving the performance on e. Coli ids. Bd ID/ast plant quality will continue to monitor for trends associated with this defect, including changes in severity and rate. Please continue to communicate additional concerns. H3 other text : see h.10.

Event description:
It was reported that while using panel phoenix nmic/ID-307, e.coli misidentified as salmonella enterica on one specimen. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting misidentification of e.coli as salmonella enterica. E coli mis-ID as salmonella enterica, specimen number (B)(6)."

Event description:
It was reported that while using panel phoenix nmic/ID-307, e.coli misidentified as salmonella enterica on one specimen. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting misidentification of e.coli as salmonella enterica. E coli mis-ID as salmonella enterica, specimen number 50938180."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.